Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor during prime. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the self test, off no power, displacement and rewind tests. The operating currents were within specification. The pump alarmed motor error and motor position encoder error alarmed during the basic occlusion gave a compromised force sensor system alarm during the prime test due to moisture damage on the force sensor resistor. Unable to perform the unexpected restart error test due to the constant motor error alarms. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a stained end cap sticker.